Event description:
The reported issue involves a hamilton-g5 ventilator (serial number (B)(6)) showing technical faults tf9706, tf 9907 and tf9705 upon startup after replacing previous components and attempting software recovery. No patient involvement. The event did not lead to any serios injury or adverse health effects to any patient.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.the investigation is currently in progress.